Manufacturer narrative:
The device has been received and an initial evalaution has been completed. The device was returned to the contract manufacturing facility for further evaluation. There has been a total of 67 sold of all lots with no additional complaints recorded. A follow up report will be submitted once the manufacturing facility has completed their evaluation.

Event description:
The customer alleged that during a plastic surgery case, the piece of broken tip fell inside of the patient. The piece was recovered without issues.

Manufacturer narrative:
Symmetry's supplier sent the device the manufacturing facility in germany for evalaution. The material of the device was confirmed to be within conformance. The damage noted was the result of excessive stress on the device. This is an isolated event. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.